Manufacturer narrative:
William cook europe initially reported event under manufacturer report #3002808486-2017-02543. New information was received identifying that the product was a cook inc. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Patient received an implant on (B)(6) 2011 via the right internal jugular vein due to deep vein thrombosis and contraindication to anticoagulation. Patient is alleging tilt, vena cava and vertebral body perforation, embedment and unsuccessful attempted removal. Patient further alleges anxiety, mental anguish an stress.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request. All information for this event was previously submitted on 09feb2018, 04mar2018, 05aug2019, and 16oct2019.

Event description:
Patient further alleges, ¿backaches and leg pain, particularly in my left leg and limited activity.¿

Manufacturer narrative:
Upon further review, it was noted the following was omitted from a previous medwatch submission. The following fields contain the corrected information: a2, b1, b2, d1, d3, d4, g5, h4, h6 (patient code 1987,1750) and h10 investigation. Investigation (correction): investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tulip- tilt, vc and organ perforation, embedment, unable to remove, anxiety, filter bent". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported anxiety, mental anguish, and stress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Additional information: a4, b5, b6, b7, h6, h10 (investigation). H6 device code(s): appropriate term/code not available (3191) was selected for the organ perforation. Investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: erosion, pain. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a (B)(6) 2012 doppler ultrasound (us) bilateral lower extremity and pelvis: "impression: extensive deep venous thrombosis involving the ivc [inferior vena cava] distal to the ivc filter, the bilateral iliac veins, and the deep veins of the lower extremities".

Manufacturer narrative:
This information was omitted from the initial medwatch. Correction: b5, b6, h6 (patient code) investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: deep vein thrombosis (dvt). The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. Due to the limited nature of the details provided at this time, a clinical assessment and device failure analysis will not be conducted at this time. This complaint will be reopened if/when further information is obtained. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text: blank fields on this form indicate the information is unknown, unavailable or unchanged. Due to the limited nature of the details provided at this time, a clinical assessment and device failure analysis will not be conducted at this time. This complaint will be reopened if/when further information is obtained. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.